Event description:
Emergent coronary intervention: cougar xt guide wire was successfully advanced - attempt made to advance a pronto v3 thrombectomy catheter resulted in prolapse of guide wire in the catheter. Cougar xt advanced into pda, the thrombus extraction catheter, pronto 3, was advanced, attempt was made to withdraw blood with suction, w/o blood return. A second attempt, the catheter could not be moved separately over the wire, and the guide wire and pronto v3 was removed. Upon visual inspection, the guide wire along the thrombus extraction catheter had some defects, with the guide wire transacted. The guide wire was remove in it's entirety, 2 add'l pronto v3 catheters used in procedure-1 with kinking, requiring removal.